Event description:
It was reported the patient had hardware failure which required a revision procedure on (B)(6) 2015. Per operating room (or) reports, the original surgery was an open reduction internal fixation (orif) procedure for a left femur periprosthetic fracture. This original procedure took place on (B)(6) 2015. The or reports indicated that "¿the proximal screw was then placed with the targeting guide. The screw was found to have missed the plate. The screw was then removed. The screw was then re-inserted and confirmed to be through the plate." A review of the records of utilized hardware determined the unknown screws to be 5.0 mm locking screws. Additionally, the records show that there was a quantity of 4 (four) 5.0mm locking screws implanted. Since that original procedure, the patient has fallen twice. During the revision procedure, the plate was noted to be bent. All of the devices were removed without complications or surgical delay. This report is 10 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ortho distracter was used in surgery. It was also noted that two (2) screws were wasted during the procedure. The patient was admitted to a rehabilitation facility. The provided x-rays were reviewed by the manufacturer and it was noted that a screw pulled out and hardware failure. (B)(4).

Manufacturer narrative:
Additional patient information: patient¿s height was reported as (B)(6). Product investigation evaluation: the complaint condition for the 4.5mm variable angle lcp curved condylar plate was likely caused by the impact of the patient falling; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the four (4) returned 4.5mm cortex screws and five (5) 5.0mm variable angle locking screws. The 4.5mm variable angle lcp curved condylar plate, four (4) 4.5mm cortex screws, and five (5) 5.0mm variable angle locking screws are implants routinely used in the 4.5mm va-lcp curved condylar plate system. The four (4) returned 4.5mm cortex screws of varying lengths were received in worn condition consistent insertion, implantation for an extended period of time, and removal. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.